Manufacturer narrative:
Result - batteries not holding charge.

Event description:
It was reported by service report that the zoom feature on the bed was working intermittently. No pt involvement or adverse consequences are reported.